Event description:
The customer reported the subject device would not work with multiple video processors. The reported issue occurred when preparing the subject device for use, prior to an unspecified diagnostic procedure. There was no patient impact, although there were some procedure delays due to moving around processors and cameras.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, service found there was no image due to a faulty camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information received regarding the reported event (the subject device would not work with multiple video processors): the reported issue occurred after the camera head was connected, and the stack was powered on, before the intended procedure. The issue was noticed immediately, and the device was found to have no image. The device was checked on another stack and there was still no image. There was a 20-minute delay with no clinical impact. The operator of the device was a regular user of the equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility, and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image was displayed due to the faulty cable, which caused a communication failure. However, the root cause of the cable failure could not be determined. The following information is provided in the device's instruction manual regarding proper handling of the camera cable, which can help to prevent the phenomenon: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.